Event description:
It was reported that the patient with deep brain stimulation (dbs) experienced lead extension erosion at the cranial implant site, with the extension protruding through the skin. The physician attributed the erosion to inadequate wound care and external pressure from wearing a hat. The patient underwent a procedure wherein the lead extension was replaced. Analysis was not performed as the original component was destroyed by the facility. The patient recovered well post-operatively.